Event description:
It was reported that pump screen was dark and would not turn on despite attempts to power it on and charge it. There was no reported adverse impact to the customer's blood glucose level. Customer worked with technical support to remove pump from case, try multiple power and button-press steps, and confirm persistent failure, after which pump was scheduled for replacement under warranty, customer planned to use multiple daily injections as backup therapy, was advised to let battery fully deplete before return, to program settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using provided prepaid label.